Manufacturer narrative:
(B)(4). Additional narrative: per the customer, the device is in fact available for evaluation by baxter. Baxter is in the process of retrieving the product/sample. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: device evaluation: the device was received by baxter for evaluation. A visual inspection was performed and confirmed the reported condition of a reservoir rupture. This device is a single use device and was discarded. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter that the reservoir of one (1) infusor two day device had ruptured during filling. The device was being filled with 5-fluorouracil. According to the customer, after 30ml of 5-fu had been filled in the device, the reservoir ruptured. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4).the sample was not returned to baxter for evaluation. Therefore, the reported condition of reservoir ruptured could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted.